Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed.  Upon investigation, the rear response button was non-functional. The cause for the defective response button was a disconnected rear response button cable. The root cause for the disconnected cable could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger power problem) has been confirmed. Upon investigation the battery charger/modem failed incoming testing. The cause for the failure was insect contamination on the battery pca and throughout the unit, and also due to a defective power supply brick. The root cause for the contamination was ingress of insects. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem. Device manufacturer date: monitor: 12/05/2013, charger: 04/05/2018.

Event description:
A us distributor reported that a patient's monitor failed incoming testing and the patient was experiencing battery charger power problems.